Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the bevel edge; the glass cap distal part is detached and not returned; the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; there is some white unknown substance noted inside the distal end at the break location; the fiber passed the connector test; the outer flow tubing open end exhibits minor scratches, erased red octagonal sign, and partially erased blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber had ¿decrease in power¿ @ 129,891 joules and 29:23 minutes of use. The fiber was cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: no injury to patient reported.